Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a procedure. According to the complainant, during unpacking of the device they noticed that the needle was not completely covered and was seen extending 1 cm from its the plastic protector. There were no patient complications reported since there was no patient involvement for this event. This event has been deemed a reportable event based on the investigation results of the needle chipped/broke.

Manufacturer narrative:
(B)(4) a device history record (DHR) review of lot number 15118343 was performed and revealed no issues related to the complaint. There were no non-conforming events or any deviations identified in the DHR review. The DHR review confirms that the accepted device met all manufacturing specifications. A visual evaluation found the needle was protruding out of the catheter slightly when the device was received. The device had stains of residue for approximately 20 cm from the tip of the device. The needle was damaged; found a chip near the tip the needle. The working length was kinked. A functional evaluation found the needle did not fully retract inside the catheter. A dimensional verification found the device was in specification when the needle was in retracted position. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event.